Event description:
It was reported that the pt had an unspecified allergic response after their pump was implanted. The pt's pump had to be explanted. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the patient was allergic to nickel. The patient was later re-implanted with a pump coated with silicone to try and avert an allergic reaction.

Manufacturer narrative:
(B) (4)